Manufacturer narrative:
The physician checked the deltapaq cerecyte microcoil 4 mm x 8 cm (cdf10040830/g13804) before introducing it into the microcatheter and had a green light. He placed the coil into the aneurysm and was not able detach it. He then removed the coil and tried another with success. He felt there was no issues with the microcatheter because he was able to put other coils after this one didn¿t detach. The target vessel was acom which had medium tortuosity and the level of calcification was unknown. There was no resistance felt during dpu/coil deployment. An sl10 microcatheter (details unknown) was used. A pre-deployment electrical check was performed. The low battery light and fault light were not seen during the case. Upon pressing the power button, all lights illuminated. The green system ready light illuminated. During the detachment cycle, the detachment light illuminated. The audible signal beeped. It was noted during analysis that the coil was returned severely damaged. The coil was returned severely damaged. The device positioning unit (dpu) passed electrical testing. The coil detached on the first detachment cycle. Laboratory testing could not duplicate the complaint event. Therefore, the root cause of the coil¿s failure to detach can not be determined. In addition, without the return of the detachment control box (dcb) and the connecting cable used in the procedure, it cannot be determined if these components contributed to the complaint event. Based on the information and the analysis, the event could not be confirmed. No corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting.

Event description:
The physician checked the deltapaq cerecyte microcoil 4 mm x 8 cm (cdf10040830/g13804) before introducing it into the microcatheter and had a green light. He placed the coil into the aneurysm and was not able detach it. He then removed the coil and tried another with success. He felt there was no issues with the microcatheter because he was able to put other coils after this one didn¿t detach. The target vessel was acom which had medium tortuosity and the level of calcification was unknown. There was no resistance felt during dpu/coil deployment. An sl10 microcatheter (details unknown) was used. A pre-deployment electrical check was performed. The low battery light and fault light were not seen during the case. Upon pressing the power button, all lights illuminated. The green system ready light illuminated. During the detachment cycle, the detachment light illuminated. The audible signal beeped. It was noted during analysis that the coil was returned severely damaged.